Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from april 21, 2020 - april 22, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device had been filled with benzylpenicillin 14400mg in 0.9% sodium chloride and was connected to a peripherally inserted central catheter (PICC) line.there was no report of patient injury or medical intervention associated with this event. No additional information is available.